Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/ not provided. Serial #: unknown/not provided. Catalog #: a partial catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. A complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Device manufacture date: unknown as product serial number was not provided. The lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a thin, fiber like material was removed from the back of a pcb00 18.5 diopter intraocular lens (iol) at the time of implantation. The lens remains implanted. There is no patient injury reported. No further information was provided.